Event description:
Complainant alleged that during biomed testing the device displayed an "electrode pads off" and failed to detect and ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.